Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8578, lot# n114733, implanted: (B)(6) 2007, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that the patient was currently having no issues with her pump. However, she had a pump study on (B)(6) 2014 and the health care provider (hcp) could not aspirate from the side port. At that time the hcp decreased her drug by 40% and since then she has had more pain. The patient was schedule for a pump replacement surgery on (B)(6) 2014 due to battery depletion but the hcp cancelled the surgery. A representative was present and informed the patient that there were 12 weeks before the pump would reach end of life. The current physician was not familiar with pumps and had discussed eliminating the use of the pump. This device system delivered dilaudid. Additional information has been requested, but was not available as of the date of this report.